Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were disconnected. A technical support specialist (tss) dialed into the server, moved file from e to d drive to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server device was in disconnected mode. The user was unable to log in; the screen displayed a message "unable to authenticate." The customer reported there was no patient harm and no delay in dispensing medication at the time the initial report was received. On 29 december 2025, bd received additional information. It was reported that due to the issue, the facility's pharmacist manually supplied the nursing units with medications from their pharmacy, including controlled substances. However, a patient allegedly "received an incorrect dose of medication during this time" according to the customer's report.